Event description:
It was reported by customer that nurses in the treatment room noticed oozing at the junction of the valve (white plug) and the end of the poc needle tubing. The valve was changed, and the same problem continued. Luckily, it was folinic acid only that flowed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that nurses in the treatment room noticed oozing at the junction of the valve (white plug) and the end of the poc needle tubing. The valve was changed, and the same problem continued. Luckily, it was folinic acid only that flowed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was determined to be inconclusive. One photograph of a powerloc max was returned for evaluation. An initial visual observation of the photograph showed the device in a plastic bag. There appeared to be dressing material around the middle of the device. There was a red circle drawn around the luer connector. There were no distinguishing features in the photograph of the device which could aid in confirming the alleged leakage or identifying a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged infusion set was determined to be inconclusive. One photograph of a powerloc max was returned for evaluation. An initial visual observation of the photograph showed the device in a plastic bag. There appeared to be dressing material around the middle of the device. There was a red circle drawn around the luer connector. There were no distinguishing features in the photograph of the device which could aid in confirming the alleged leakage or identifying a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by customer that nurses in the treatment room noticed oozing at the junction of the valve (white plug) and the end of the poc needle tubing. The valve was changed, and the same problem continued. Luckily, it was folinic acid only that flowed. No other information was provided. Additional information received: no urgent situation/intervention since only vitamin was perfusing. Vitamin was hold to replace the needle, no significant delay but invasive technique. Approximately 15 minutes to change the needle. Patient completed treatment without any symptom related.